Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: o2 mixer assembly defective. Correction: replaced defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: o2 mixer assembly defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.